Event description:
The customer called in wanting to know if 5.9 was within the normal control range. The meter was set in mmol/l, and the customer was able to reset the meter to mg/dl with assistance. She did not adjust her medication or allege any adverse events due to the mmol/l readings. The customer was satisfied, and no product will be returned for evaluation.